Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to infection. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, may 31st, 2012.

Manufacturer narrative:
(B)(4).